Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the distal end of main tube has a couple of deep scratches with material removed. Scratches are narrow, and relatively short, about .135 -.280 inches. Based on the location and appearance, the tube damage is likely due to instrument collisions. Instrument is fully functional. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result

Event description:
It was reported that the endowrist prograsp instrument has shards coming off of a scratch on the shaft case. No pieces fell into the patient and no further information was provided. No patient harm, adverse outcome or injury was reported.